Event description:
Caller reported a malfunction on the pump, displaying malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to put the pump into storage mode before returning it and acknowledged instructions for returning the problematic pump to tandem. Cts replaced the pump with an updated software version, confirmed the shipping address, and provided instructions on steps to take upon receiving the replacement.